Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation confirms both prongs from the hub attachment tube broke off. It is stated there was no case involvement. Device functioning was not performed due to the damaged of the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive user applied mechanical forces.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that the teeth on the ar-8973-01 outrigger targeting guide are broken off. This was discovered during a case with no patient involvement. No additional information was provided.